Event description:
Report received from the united states stating "unk leaking substance". The event did not occur during surgery. No pt or user injury was reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The event was confirmed. The device was evaluated and was found to have oil leaking from the shift lever and stalls. The cause was most likely due to damaged bearings and seals due to wear over time. If additional info is received, a supplemental report will be sent.